Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3:reference MFR. Report: 1627487-2017-04493 and 1627487-2017-04494 . It was reported the patient is no longer receiving effective stimulation. Lead diagnostics revealed multiple high and low impedances and the one contact that has normal impedances produces unwanted rib stimulation. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Event description:
Device #3 of 3: reference MFR. Report:1627487-2017-04493 and 1627487-2017-04494. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where one of the leads was removed and replaced which resolved the issue. The patient is receiving effective stimulation.